Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 02/17/2017 with the following findings:a review of the black box showed evidence of partially discharged batteries installed on the date of the complaint. The pump powered on with the returned battery cap. The battery cap was unable to be fully tightened. Current draws were found within specifications. The rewind, load, and prime steps were performed successfully. A battery life issue was not duplicated during the investigation. Unrelated to the original complaint, the battery compartment was cracked where the keypad meets the battery compartment, and in the thread area. Additionally, the ok keypad button would not spring back when depressed and was hypersensitive. The keypad rubber was intact and removed to find the ok button contact cracked. The pump case was removed to find no evidence of moisture or loose components inside the pump. The audible tone was not present at power up or during the alarm sequences. Excessive sealant was found on the piezo spring and contact pads. The sealant was removed and the audible tone functioned properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.